Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit leaks. The perfusionist noticed a pool of water unit the unit at the wheels. The device was not changed out, as they finished the case and removed the unit from service. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is factory trained on this unit. The cooler heater unit was pulled out of service and the biomed will make the needed repairs himself. The biomed called technical support to obtain the correct repair parts.